Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported left "dispersed little cysts" (not device related), device folding and lymphadenopathy confirmed via MRI. The device has been explanted and replaced.

Event description:
Healthcare professional reported left "dispersed little cysts" (not device related), device folding and "small adenopathies on axillas" confirmed via MRI. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Crease folding of implant: observed. Cyst-ndr: not applicable as the event is not related to the device. Additional observations: red particles were observed on the shell. It is not possible to determine the lot number or catalog through the photos provided. Correct reason for reoperation: "small adenopathies on axillas" and contra-lateral side intracapsular rupture.